Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that they will be calling back to request for a vyaire field service representative(fsr) to replace the solenoid. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the h20 (water) dump solenoid of avea ventilator was constantly leaking from the end of the yellow tube. The customer confirmed that there was no patient involvement associated with the reported event.